Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with downstream occlusion seal bubble. Event history log review was performed and found evidence of reported problem. Visual inspection and accuracy testing were performed. The customer problem regarding delivery accuracy was unable to be duplicated. According to the investigation, three different delivery accuracy tests were performed and all of which were within the published +/-6% delivery accuracy specification. The investigation reported that no problems were found with the fluid delivery of the pump. Inspection of dso sensor found a bubble of the dso seal and event log confirmed a faulty dso sensor. Investigator?s recommended replacing the pump dso sensor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, over infusion was noticed. The patient reported that the pump started beeping around midnight and the infusion was done so the pump buttons was pressed to make the beeping stop. According to the patient the pump cartridge was completely dry, but the pump said there was 42 hours remaining and the pump should have been running at 2ml/hr over 46 hours (92ml cassette). No patient injury reported..